Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The device history review (DHR) for lot number 14063792 was reviewed and there were no non-conformances found that would have contributed to the reported complaint. D9 - device available for evaluation: no.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. A lot number has been provided. A device history lot review is pending.

Event description:
It was reported that, on an unknown date, a tego¿ connector was found to have leaked blood during patient use. The reporter stated that ¿when the catheter clamp is open and the patient coughs: blood leaks through the tego¿. It was unknown if the product is available for return for investigation. There was no patient harm reported.